Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white calcification on the shell, wear abrasion, two openings curved on the anterior and posterior, and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: a smooth opening on posterior and a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as smooth opening. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.